Event description:
It was reported that the surgeon and proctor were unable to adapt the slide lock on the pump to the mini apical cuff during surgical implantation. A change in pump resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , confirmed damage to the cuff lock that would have contributed to the report that the locking mechanism would not engage during implant; however, a specific cause for the observed damage could not be conclusively determined. (B)(6) was returned assembled with the pump cable intact. The sealed outflow graft, sealed outflow graft bend relief, and modular cable were not returned. The cuff lock was returned engaged; however the mini apical cuff was not returned. Visual examination of the cuff lock revealed that the cuff lock latch arm was slightly bent forward and toward the cuff lock cover. The cuff lock was disengaged with some difficulty during the initial disassembly. Scratches consistent with markings from tool use were also present on the latch arm. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. The cuff lock was overlaid on a 1:1 scale drawing and confirmed that the left and right locking arms were bent out of specification towards the fully locked position, in addition to the latch arm being deformed. This evaluation could not conclusively determine when or how the latch and locking arms became bent out of specification. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent latch and locking arms, found no deviations in manufacturing or quality assurance specifications. The cuff lock assembly was reassembled, and a test apical cuff was connected. The cuff lock moved easily; however, the cuff lock latch arm and left and right locking arm distortion prevented full engagement of the locking mechanism. The remainder of the device appeared unremarkable. Examination of the textured, blood-contacting surfaces of the device revealed no evidence of adhered or developed depositions or thrombus formations. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 mini apical cuff kit IFU is currently available. Section ¿surgical procedures¿ explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify abbott personnel if there is a change in how the device works, sounds, or feels. The heartmate 3 lvas IFU is also currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. The IFU states that if the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.